Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate the first two er320's jaws broke during first use. A third er320 had dropping clips on first use during this procedure. There was no consequence to the pt.